Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the hand piece will not run was confirmed. It was found that the motor was damaged due to fluid ingress and that the hand piece was physically damaged. There were also minor scratches on the device identified during decontamination. The defective motor was replaced along with the damaged components, a preventive maintenance was completed and the device was tested and found to be working according to specifications. Fluid ingress into the device is the root cause of the damage to the motor. The defective motor would have caused the complaint as reported by the customer. The minor scratches on the device and the physical damage are most likely a result of user mishandling of the device. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that the micro tornado hp w handcontrol device would not run. During in-house engineering evaluation, it was determined that there was fluid ingress inside the device. There was no procedure involved. No additional information was provided.